Event description:
The distal end of the safety infusion set cracking and/or causing the tubing the break off, thereby causing fluid to leak. The pt had to be de-accessed then re-accessed with another device.